Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the cfa (common femoral artery) via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no presence of calcium in the vicinity of the access site. A 50/50 contrast and saline mixture was used. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the advancer tube was not present after the physician pulled back the sheath. The balloon was deflated and the device was removed from the patient's body. Manual pressure was held for 5 minutes with no issues or complications noted. The patient was ambulated and discharged to home the same day with no clinical sequela noted. Note: the aci vascular closure specialist discussed with the physician what happened and the physician understands the reason no advancer tube was present. The physician has since deployed 4 additional mynx with no issues or problems.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1328303) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.